Manufacturer narrative:
Despite numerous communications with the end-user facility the device remains unreturned to conmed. Recent communications remain unanswered by the end-user facility. The involved guidewire; therefore, will not be returned for evaluation. Without the involved device, an evaluation could not be performed and thus the root cause of the reported problem could not be determined and/or confirmed if the allegation that the spring tip of the guidewire detached from the device. The alleged problem therefore could not be verified. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. In addition, a 2-year review of the device complaint history showed seventeen (17) similar complaints for detachment or breakage of the spring tip received. Of the seventeen (17) similar complaints, there has one been one (1) adverse event related to the detached spring tip where a colonoscopy had to be performed to retrieve the tip of the device. In this reported instance, the exact cause of the spring tip breakage was unable to be determined. However, evaluation of similar complaints revealed that the bent/damaged spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. Additionally, this is a reusable device and the number of surgical uses and the cleaning/sterilization cycles was not provided by the end-user. The investigation result did not lead to the conclusion that anything associated with the manufacturing process caused or contributed to this reported incident. The marked spring tip guidewire is a solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestine esophageal dilatation systems. To reduce the risk of the spring tip breakage and the patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. The guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death. Carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate. Instructions for disinfection also can be found on the device IFU. Device never returned to conmed.

Manufacturer narrative:
Despite multiple attempts, to date the damaged device has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon receipt of the device and completion of the evaluation.

Event description:
It was reported on (B)(6) 2014, " while removing the dilator and guidewire from the patient post dilation, the spring tip of the guidewire was detached from the wire." The spring tip of the guidewire was retrieved in the back of the patient's mouth. There was no patient injury reported or the need for any medical intervention due to the reported event. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.